Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on the cvicu, a set was attached to the cvp line. The rn saw the tubing of the cvp, the medication tubing, and "push port" had backed up with blood. There was a leak around the air filter in the tubing. The tubing was replaced. There was no patient harm.

Manufacturer narrative:
Additional information provided: device available for evaluation. The customer¿s report of a leak around the air filter was confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing confirmed leaking from the filter weld. The root cause was determined to be a supplier issue regarding the ultrasonic weld area of the filter.

Event description:
The customer reported that on the cvicu, the sets were attached to a cvp line. The rn saw the tubing of the cvp, the extension set, and "push port" had backed up with blood. There was a leak around the air filter in the extension set. The set was replaced with another extension set which cracked and leaked. There was no patient harm.

Event description:
The customer reported that on the cvicu, the sets were attached to a cvp line. The rn saw the tubing of the cvp, the extension set, and "push port" had backed up with blood. There was a leak around the air filter in the extension set. The set was replaced with another extension set which cracked and leaked. There was no patient harm.